Manufacturer narrative:
Reliability analysis inspected 1 used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Also observed cannula split from tubing.

Event description:
The customer reported via phone call of cal errors and sensor errors. The customer stated that her blood glucose was 420 mg/dl, however the pump stated 144 mg/dl. The customer stated that she put on a sof sensor and it was not sticking right. The customer stated that the tape was not good. The customer will be sent a replacement sensor.